Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an hcp wanted to proceed with a prm to wake up an activa rc that was overdischarged for 1.5 years. The physician said the battery might not wake up due to the extended period of overdischarge.